Event description:
Female patient with a history of co-arctation initially repaired at the age of 3 and revised at the age of 19 with an interposition graft. In may 2005 patient presented with hemoptysis and an aorto-bronchial fistula and was thirteen weeks pregnant at the time. She was found to have two pseudo aneurysms, but only the distal was treated. Subsequently, patient returned 3 mos later and was treated with two tag 2610 devices to treat the expanding proximal pseudo aneurysms. This was seen to be expanding on CT scan. During a follow up examination the thoracic graft migrated into the distal transverse arch with a change in its configuration. A decision was made to explant the devices and the patient was converted to an open surgical repair. The devices were explanted and returned to gore. The patient remains well and is home in stable condition.